Event description:
A peritoneal dialysis patients wife called fresenius technical support regarding cycler setup. The patients wife stated her husband was in the hospital due to peritonitis and she needs to do his setup tonight and she had several questions. Technical support was able to answer all of her questions. The patient was not connected to the cycler at the time of the call.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned for evaluation. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed three other complaints of peritonitis for this device, all from the same patient. A review was performed by the post market clinical department. Per the pharmacovigilance physician the event of peritonitis is unlikely related to the liberty cycler machine. There were no reports of any alarms, machine malfunctions or fluid leaks prior to the event. The most likely cause of peritonitis in a peritoneal dialysis patient is touch contamination. The patient was hospitalized and treated. He continues treatment on the same machine.